Event description:
It was reported the patient's blood glucose levels rose to 20.8 mmol/l (374.4 mg/dl). Patient noted irritation and a lump at the site (abdomen) while wearing the pod for between 49 and 71 hours.

Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be shortened and torn. Further inspection found the unexposed portion of the soft cannula to be torn. During fluid path testing, fluid was unable to flow through the complete fluid path due to the observed soft cannula damage. No indication of fluid ingress was observed inside the device. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 2569 pulses. No timeouts or drive stalls were observed. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation. The timing and cause of the event that resulted in the soft cannula damage could not be determined. The bottom housing and housing vent were observed to be damaged. The exact timing and cause of the housing and housing vent damage could not be determined. Investigation of the formed needle found no damage or manufacturing deficiencies that would cause irritation at the infusion site. Although the investigation found no evidence of any damage, the cause of the reported irritation could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.